Event description:
The patient reported their dentist advised that the canine teeth on the right side aren't touching, and tooth alignment is off. They scanned the bite and advised that this treatment is causing more harm than good.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.